Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Based on additional information received stating that the failure to deploy the starclose se device was reported in error and the starclose se device was not used in the patient, this event is not MDR reportable. There is no complaint against this starclose se device. The returned device state of unused is consistent with the reported information that the device was not used.

Event description:
Subsequent to filing of the initial medwatch report, additional information was perceived: the event of failure to deploy the starclose se device was reported in error. The patient had an access site in a vascular graft and the procedure was not performed. The starclose se device was not used in the patient.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a cerebral angiogram diagnostic procedure. Reportedly, the starclose se clip did not deploy completely and hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.